Event description:
A portland m-corz modular femoral stem hip replacement component broke at the neck-stem modular junction. The pt was getting up from a sitting position. There was no trauma of any kind. The device had been implanted for 7 months. It was functioning well up to the point of catastrophic failure of the modular junction. The offset of the neck was 47mm, the largest available. This device failure required a revision hip arthroplasty. The broken distal portion of the modular neck could not be disassociated from the femoral stem; the broken titanium neck was cold-welded to the stem taper. Therefore, a slap-hammer extraction device could not be attached to the stem to facilitate removal. This necessitated an extended trochanteric osteotomy to remove the damaged stem. Fretting was visible at the modular junction. Dates of use: (B) (6) 2007 - (B) (6) 2008. Diagnosis or reason for use: hip arthritis.